Manufacturer narrative:
Retainer ring = missing. Customer returned insulin pump for an alleged battery cap cracked/damaged, low battery life or low battery alert and pump error 25 alarm found on sept 30, 2021. Unable to confirm battery cap damage due to pump received without the original battery cap. A test battery cap locks securely into place and the pump powered up properly. Device was received with a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. Device passed the sleep current measurement, active current measurement and self test. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. Device was monitored for several hours, and no low battery life or low battery alert or pump error 25 alarm noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. Device trace download analysis confirmed the pump alarmed pump error 25, low battery alert, replace battery alert/replace battery now alarm and power loss alarm. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2021 09:07:39.000, (B)(6) 2021 04:31:26.000, (B)(6) 2021 11:34:11.000 (B)(6) 2021 14:38:28.000 and (B)(6) 2021 21:35:57.000, (B)(6) 2021 12:16:19.000, (B)(6) 2021 17:40:22.000, (B)(6) 2021 21:32:03.000 to (B)(6) 2021 21:34:08.000, (B)(6) 2021 00:53:36.000 and (B)(6) 2021 11:48:32.000 low battery alert was recorded and found in the formatted history file on: (B)(6) 2021 02:16:00.000, replace battery alert was recorded and found in the formatted history file on: (B)(6) 2021 09:00:00.000, (B)(6) 2021 14:00:00.000, (B)(6) 2021 21:00:00.000, (B)(6) 2021 12:00:00.000, (B)(6) 2021 17:00:00.000, (B)(6) 2021 19:00:00.000 and (B)(6) 2021 19:10:00.000, replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2021 14:31:00.000, (B)(6) 2021 21:31:00.000, (B)(6) 2021 17:31:00.000, (B)(6) 2021 19:31:00.000 and (B)(6) 2021 19:41:00.000, power loss alarm was recorded and found in the formatted history file on: (B)(6) 2021 21:31:54.000 and power error alarm was recorded and found in the formatted history file on: (B)(6) 2021 17:00:00.000. The power management tool confirmed pump error 25, low battery alert, replace battery alert/replace battery now alarm and power loss alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6/pcb1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The following were also noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment, a serial number label missing and a broken belt clip rails. Unable to confirm battery cap damage due to pump received without the original battery cap. A missing retainer, a missing reservoir tube o-ring and a broken reservoir tube lip were confirmed. Pump error 25, low battery alert, replace battery alert/replace battery now alarm and power loss alarm were confirmed. Pump error 25, low battery alert, replace battery alert/replace battery now alarm and power loss alarm due to connector resistance issue on j6/pcb1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had power error detected alarms. Customer stated that the battery cap was not intact. Customer stated that the insulin pump had recurring replace battery now alarms. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.